Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 408 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the blood glucose was 123 mg/dl in the morning before the breakfast. The customers¿s blood glucose was 408 mg/dl when they tried to enter for calibration. The insulin pump will not be returned for analysis.